Event description:
In december 2024, inari medical received a copy of a voluntary medwatch mw5162440. It had been filed anonymously via the FDA medwatch system. The anonymous report alleged that inari medical posted images on social media related to specific cases illustrating volume of clot removal that were misleading due to the method of illustrating clot removal. There were no specific clinical complaint events or adverse events reported through this anonymous medwatch report. It is unclear why the anonymous reporter used the medwatch system, which is intended to report events related to medical product safety or adverse events from health professionals, patients, and consumers. As part of our internal quality system processes, inari medical investigated the allegations and determined no product safety issues or adverse events relating to the allegations. Accordingly, the company does not deem this complaint to be reportable under 21 cfr part 803. The company provides this report as a supplement and response to medwatch mw5162440.

Manufacturer narrative:
Inari medical focused its investigation on pulmonary embolism (pe) cases that use the flow triever family of devices based on the limited information provided within mw5162440. A search of FDA's complaint database did not indicate any similar complaints reported by users of the inari medical devices or any other sources such as patients. This anonymous report appears to have been provided through the medwatch system only. Inari medical, including the company's clinical organization, reviewed social media posts made by inari medical for the past six months (from june 1st 2024 to december 6th 2024) on both x (formally twitter) and linkedin where an image of removed thrombus was presented on a 2d anatomical map. All reviewed content was originally posted or published by the treating physician(s) and subsequently re-shared by inari medical. These images were from actual clinical cases, representing actual clots removed from patients. In no posts did the physicians or inari medical make claims regarding the percent reduction of thrombus in the patient. Further, it should have been obvious from the image that there was not an intent to claim a percent reduction. The images posted on social media merely illustrated the clot extracted and the anatomical distribution (left vs. Right side and central vs. Segmental) of the clot. The 2d map shared in the posts by the treating physician does not provide information regarding the volume of clot left behind. There is no information or assertion in the posts regarding the percent reduction in the thrombus. We also note that the original flare study referenced in the anonymous medwatch report was published on 05/13/2019. The study reviewed performance of the first generation flowtriever devices . Inari medical currently commercially distributes a new generation of the flowtriever system. Inari medical has built on the initial data in flare by publishing pe studies flash (02/20/2023), and the randomized control trial peerless (10/29/2024). Healthcare providers and consumers have available to them additional peer-reviewed clinical studies for reference on the performance of the flowtriever device. Manufacturer reference: (B)(4).